Event description:
It was reported that an asymptomatic patient presented in-clinic for routine follow-up. Upon interrogation, an alert for low lead impedance was noted on the lv lead. The lead impedance had dropped from 490 ohms to 180 ohms. Subsequent measurements in clinic showed 490 ohms. Noise and break signal were also observed on a stored egm and an insulation anomaly was suspected. The lv lead pulse configuration was reprogrammed. Good threshold and normal stable lead impedance was noted. No further intervention has been done as the lead remains implanted. The patient was stable and will be seen by the implanting physician to discuss intervention options.